Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope] 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the spray button] 1. Check that water flows over the entire endoscopic image when the spray button is pushed all the way (two-stage push) while covering the hole of the spray button with your finger. 2. While covering the hole of the spray button with your finger, push the button all the way to the end (1-step push), and confirm that water spray is sprayed over the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had fluid invasion (immersed in water without a waterproof cap). Inspection and testing of the returned device found there was a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Inspection and testing of the returned device fount there was a foreign object in the nozzle. Additional inspection findings include the following: electronic connector had discoloration due to water leakage; due to a pinhole on rubber, water tightness was lost; scope connector cover unit had a scratch; suction connector had a scratch; protector of universal cord on suction connector side had a scratch; protector of universal cord on control section side had a scratch; universal cord had a scratch. Image guide protector had a scratch; grip had a scratch; scope-cover had a scratch, switch box had a scratch; switch1 had a scratch; forceps elevator lever had a scratch; forceps elevator knob had a scratch; upward/downward knob had a scratch; right/left knob had a scratch; control unit had discoloration; control unit had a scratch; adhesive on rubber had a chip. Rubber had a scratch; the angle wires became stretched; the angle wires were stretched; plastic distal end cover had a scratch; connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.